Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital for a non-cardiac related event. The patient received inappropriate high voltage shock therapy for supra-ventricular tachycardia. The device was reprogrammed. The patient was hemodynamically stable before, during, and after the episode and would continue to be monitored.